Event description:
It was reported that the programmer displayed an alert message. "Serious programmer problem. To restore parameters, remove rf head. Record this number: (B)(4). Turn programmer off and on, call medtronic." The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the software error during boot up, as a result the link electronic module (lem) board was replaced. It was also noted that the keyboard hinges were broken, the fan was noisy, the electrocardiogram (ECG) connector was loose, the power cord bay door was damaged and the printer switch was defective.